Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A manager reported that a lens was placed in the eye and then removed during an intraocular lens (iol) implant procedure. The reporter stated that the eye became hard during the procedure and the lens was then removed and an anterior vitrectomy was performed. Information was received that the lens is broke in pieces. It is unclear if the lens was broken during the implantation process, or broken upon removal. Additional information has been requested.